Event description:
A materials mgr reported a series of events with their cataract systems. This report is for the initial system used in a cataract extraction with intraocular lens implant. The "vacuum wasn't rising". The cassette and the handpiece were exchanged which did not resolve the problem. The surgery was completed using an alternate system with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).